Manufacturer narrative:
Main investigation conclusion: the reported event of low voltage alarms and atypical power cable disconnect alarms were confirmed via a review of the log files. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log file was submitted for review and another was downloaded from the controller. A review of the log files showed overlapping events spanning approximately 2 day (09aug2021, and 31aug2021 per timestamp). The events recorded on 31aug2021 were captured in the labs at abbott. Atypical power cable disconnect and low voltage alarms were intermittently active throughout the log file from 09aug2021 at 14:48:55 ¿ 15:17:12. The alarms were coincident with rsoc invalid faults occurring on the black power cable while the controller was connected to the 14v batteries. The low voltage alarms occurred due to sudden voltage drops that did not occur due to depleted batteries or power source exchanges. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported alarms were unable to be reproduced during testing. The root cause for the reported events were unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and inspecting the system controller power cables for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-04653. It was reported that the patient had low voltage advisories while the device was connected to batteries, despite changing to fully charged batteries. The patient reported that it was the white battery that was alarming. Alarms occur with rest and with activity. No alarms were noted overnight while on the mobile power unit (mpu). A review of the log files revealed frequent power cable disconnect all throughout the log while on battery power. The log indicated the black power lead with no line voltage causing these power cable disconnect events. The primary controller was exchanged. When the patient was exchanged to their backup controller, the pump would not restart. The backup controller was exchanged and the patient received a new set of controllers. The patient felt slightly lightheaded during the pump stop but remained conscious, alert and oriented. While exchanging the controllers, the modular cable was also exchanged due to wear. The low voltage alarms resolved following the controller exchanges.